Event description:
Device 2 of 2. Ref MFR report #1627487-2013-19159. It was reported the pt's left supra orbital lead (off-label use) was becoming superficial. The physician revised the lead to bury it deeper on (B)(6) 2013. The pt has effective stimulation coverage postoperative. Note: the pt has two leads, from different lots, as part of the scs system. It is unk which lead was revised; therefore, both leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.